Event description:
It was reported that when the stylet was removed the stent implant dislodged with it. It was unknown if there was resistance removing the protective sheath. Another xience xpedition was successfully used to complete the procedure. The device was not used in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. In addition balloon peeling was observed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.